Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma nail. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient had a left hip removal of a gamma nail and surgeon revised to a total hip. Revision surgery due to a broken gamma nail. Patient had either a traumatic fall or fragile bone. The gamma nail broke at the lag screw insertion junction point. The lag screw was intact. Anything proximal to the lag screw broke."